Manufacturer narrative:
For the investigation, the provided device log file was analyzed. The evaluation of the log has shown the entries "00.a008 faulty blower", "00.a009 faulty blower during power-on-self-test (post)" and "00.a012 automatic restart (reboot)" during the reported time of event. The root cause of the reported failure was probably a blower and / or a faulty pcb motor controller. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" (00.a008) will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The technical alarm ¿blower post fail¿ (00.a009) will occur if there are faulty rotation speeds during the device start. In this case the device will not start. This alarm is displayed as ¿device failure¿. If this device self test fails three times one after the other the alarm "boot failed" (00.a012) will be generated. The carina has reacted as specified with audible alarm as specified on such deviation. Detected deviation within the rotation speed of the motor blower. In such a case the technical alarm "device failure !!!" Is generated as reported by the user and the ventilation stops. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the reported malfunction and was repaired successfully on site by replacing the suspected blower and motor controller pcb. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator rebooted and stopped delivering volume to the patient. The patient was bagged and vent was swapped out. No patient injury reported.